Event description:
Reporter alleged obtaining the results of 384 mg/dl, 160 mg/dl and 219 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she obtained the results within the two hours after she ate. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.